Manufacturer narrative:
Device analysis: the main coil, the introducer sheath and the delivery wire were returned. Visual and microscope inspections were performed. It was observed that the main coil was bent and stretched at the coil arm, zap tip, and primary coil section. Moreover, the coil arm was detached. The functional test could not be performed as the main coil and the pusher wire were not interlocking. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 06nov2024. It was reported that the coil was unable to advance in the catheter and the coil was stretched. The target lesion was located in the renal artery. A 10mm x 40cm interlock-35 was selected for use in an embolization of abdominal aortic aneurysm. During the procedure, there was great resistance when advancing the coil into the non-boston scientific angiographic catheter. The coil was withdrawn, and it was noted that the coil was stretched. The procedure was completed with another of the same device. No complications were reported, and the patient was in stable post procedure. However, device analysis revealed that the main coil was detached.